Event description:
It was reported that the atrial channel is exhibiting noise in the implantable pulse generator (ipg). The physician believes that there is an issue with the device or the filter. The amplifier is completely amplifying the signal. The filter of the programmer was changed. The device and programmer remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).